Event description:
The customer's mother reports back to back results of; 299 vs. 106 mg/dl 191 vs. 102 mg/dl, and 263 vs. 65 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.